Manufacturer narrative:
Investigation description: the device annunciated alert 41 after attempting to complete dry leadscrew runs. Engineering logs confirmed alert 41. The device was then opened for inspection. The leadscrew had no damage; however, the lead screw nut wasn¿t fully seated against the stop. This indicates the device previously set an incorrect home position and later attempted to rewind past it, this is determined to be false homing. Alert 57 and alert 90 could not be duplicated but were confirmed in the engineering logs; these alerts are known to be related to the software.

Event description:
It was reported that an ilet bionic pancreas displayed malfunction 57 and malfunction 90 alerts, progressed to repeated restarts, and then failed to power on, after which a replacement was arranged and the user continued diabetes management with manual injections while using a dexcom cgm separately. Symptoms included no reported adverse physiological effects. Outcomes included temporary interruption of insulin pump therapy and a device replacement shipment. Investigation included technical review and collection of device history and user-reported information. Investigation of this case revealed a software runtime error with algorithm output range error leading to loss of device function. It was concluded that the device experienced a malfunction resulting in loss of therapy delivery, with replacement provided.